Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted on an unspecified date due to urethral erosion. The patient presented with groin swelling in (B)(6) 2020. A new aus device was later re-implanted on (B)(6)2020. Following the re-implant surgery the patient was continent.

Manufacturer narrative:
The device was not returned for analysis. A DHR review did not find any evidence that the device failed to meet specifications. A labeling review confirmed that swelling and erosion are documented as adverse events in the product labeling. Based on the available information, an evaluation conclusion code of known inherent risk of device was assigned to this event.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted on an unspecified date due to urethral erosion. The patient presented with groin swelling in (B)(6) 2020. A new aus device was later re-implanted on (B)(6) 2020. Following the re-implant surgery the patient was continent.